Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the fluid leak was caused by an unlocked quick disconnect (qd7) line 3 that partially came apart allowing diluent to leak underneath the instrument and onto the countertop. Due to location of the qd7 line 3, underneath the rocker bed, disconnection was most likely caused by rocker bed tubing unlocking quick disconnect over time. The fse reconnected the qd7 line 3 that fixed the leak. Failure mode was attributed to unlocked quick disconnect (qd7) at line 3 that partially came apart. (B)(4).

Manufacturer narrative:
Correction: the field service engineer (fse) was dispatched to the customer's site and discovered a leak from an unlocked quick disconnect (qd6). The fse stated that due to the location of qd6, which was underneath the rockerbed at the time of the event, the disconnection was most likely caused by rockerbed tubing unlocking qd6 over time. The fse relocated qd6 away from the rockerbed to resolve the leak. Beckman coulter determines that a recurrence of this event may cause erroneous retic results to be generated due to improper draining of chambers. However, a recurrence of this event is not likely to cause death or serious injury as retic's product safety reference (psr) document rate the severity of harm as medically reversible injury.

Event description:
The customer reported to beckman coulter (bec) that there was a leak of clear fluid dripping from under the coulter lh 750 hematology analyzer. The volume of the leak was approximately 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.